Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, a patient had cranios fast set putty implanted for a calvarial bone graft has a surgical site infection and then had to have an additional surgery to fix the infection. The infection came from hospital instruments according to the surgeon. Procedure was unknown and patient consequences were reported in this event. This complaint involves one (1) device cranios reinforced fast set putty 5cc-s. This is report 1 of 1 for complaint (B)(4).